Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mmol/l. The customer replaced the battery without waiting for the red light to stop blinking and made the charging of the tank. The new alarm in all three circumstances, the patient did not wait the red light to stop flashing before you insert a new battery. The customer was advised to wait for the red light to stop blinking and only at that moment replace the battery with a new battery.